Event description:
It was reported that the patient was having difficulty charging and stated that the implantable pulse generator (ipg) was no longer holding a charge. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively and the explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging and stated that the implantable pulse generator (ipg) was no longer holding a charge. The patient underwent an ipg replacement procedure.